Manufacturer narrative:
(B)(4). Unopened representative samples were received for analysis. During the visual inspection of samples, the package, swage and attachment area were as expected. The test for diameter, length, strength and pull test and fully meets the material specification. According to the sample condition, no damage product, breakage suture or pull off suture needle and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a breast prosthesis procedure on (B)(6) 2017 and suture was used. The suture may have ruptured during the procedure and/ or pulled off from the needle. No adverse patient outcome was reported. No additional information was provided.